Event description:
It was reported that during the procedure in the heavily calcified left anterior descending artery, predilatation was performed and multiple attempts were made to advance a 2.5x38 xience prime stent delivery system (sds). Resistance was felt, force was applied, and the hyptoube separated. The sds was withdrawn from the anatomy. A non-abbott balloon was used for additional dilatation and multiple attempts were made to advance a 2.25x23 xience v sds. Resistance was met, force was applied, and the hypotube separated. The sds was withdrawn from the anatomy. A non-abbott sds was used to successfully treat the target lesion. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the xience v stent delivery system (sds) noted blood on the balloon and stent implant and in the guide wire lumen. There was contrast on the shaft. This is consistent with preparation of the device and suggests advancement into the body. The undamaged stent implant was stationary on the tightly folded balloon between the markers. Dimensional analysis found the tip length and stent implant outer diameters met manufacturing criteria. There were multiple kinks noted in the hypotube, a kink at the distal end of the strain relief tubing, and multiple bends throughout the entire length of the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support and is typically not associated with a product quality deficiency. The lesion condition was described as moderately tortuous and heavily calcified, which likely contributed to the failure to cross. It was confirmed that the hypotube had separated 18.8 centimeters (cm) distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. The hypotube jacket was stretched and separated at the same location. To help ensure that kinks and shaft separations are not the result of the manufacturing process, all sds are visually inspected for damage at numerous points in the manufacturing process, including a final inspection of the product before being inserted into the dispenser coil. Additionally, a sampling of product is destructively tested to verify lumen integrity. Since there was no report of any damage observed to the sds prior to the procedure, this may suggest that a product deficiency did not contribute to the reported kink or shaft separation. Reportedly, force was applied after resistance was met. It should be noted that the xience v instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. It further states that applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. The IFU deviation appears to have contributed to the shaft separation. The shaft most likely kinked during the attempt to cross as force was applied and further manipulation of the catheter would have contributed to the shaft separating. A review of the lot history record revealed no nonconforming material records that could have contributed to this incident. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for shaft separations for this lot. There is no indication of a product quality deficiency.